Event description:
Customer reported encountering a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to perform a complete pump reset, and the customer planned to reset the pump when ready, with intentions to follow up if the issue persisted.